Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent oversensing with pacing inhibition. Technical services (ts) discussed programming and possible troubleshooting steps. This device remains in service. No adverse patient effects were reported.